Manufacturer narrative:
This report is submitted on 26 february 2020.

Event description:
Per the clinic, the patient experienced skin necrosis at implant site and subsequently was administered antibiotics (type and date not reported).